Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the ipg was unable to communicate with the external devices. The ipg has been deemed inoperable. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
B3: event date is estimated.

Manufacturer narrative:
Correction b1: adverse event and product problem not checked off. Correction b2: other serious not checked off.